Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had an alarm this alarm is generated when a power system error is detected and this error does not prevent the pump from running. The customer¿s blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with a broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. The test reservoir does not lock in place and unable to perform the displacement test due to the missing retainer and broken reservoir tube lip. Insulin pump passed the sleep current measurement and active current measurement. All currents within spec range. However, confirmed power error due to connector resistance issue.